Event description:
It was reported that the patient went to the emergency room (ER) due to an infection in the midline incision with pus. A neurosurgeon on call explanted the device. Mainstay Medical Limited (MML) representative was not notified until after the explant. MML was advised that the implantable pulse generator (IPG) and two leads were removed without complications. It is unknown whether a culture was taken to confirm the type of infection or whether the patient was treated with antibiotics. No other information was available, and no devices were returned for evaluation. The IPG and lead device history records, including sterilization, were reviewed. No relevant nonconformances were found.

Manufacturer narrative:
MML# (b)(4)Other device explantedModel: 5100Description: ReActiv8 Implantable Pulse GeneratorSerial number:(b)(6)UDI #: (b)(4) .